Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was shocked inappropriately for due to decreased amplitude r-waves with t-wave oversensing two months post implant. At first it was thought the patient had a heart failure event, however it was further determined that the patient had a cold or influenza and was sitting on the side of the bed when the shock occurred. The patient came into the device clinic and a new sensing vector was programmed. Two years later the patient received another inappropriate shock due to oversensing of noise and wandering baseline. The shock impedance for the recent shock was high at 113 ohms. The previous shock from two years ago had an impedance measurement of 96 ohms. Boston scientific technical services (ts) was consulted and discussed that the impedance was high. They suggested looking into position of lead and possible patient factors. Ts recommended an x-ray and to assess sensing with physical movement. The field representative manipulated the device and rubbed the patient's sternum/xiphoid area and saw some baseline noise but nothing comparable to that seen on episodes. A new sensing vector was programmed and x-rays were taken. It found that the device is slightly diagonal, but the patient did not have any pain. They had the patient perform a torso twist and try to shift the device but no noise was observed. Ts recommended replacing components based on presentation. It was noted that the patient's ejection fraction was improving so the physician was deciding what course of action to take. Approximately one month later the patient experienced another shock where there was reduced r-wave amplitude due to a bundle branch morphology with large t-waves. T-wave oversensing occurred and the patient received a shock. There was concern over possible system migration causing r-wave amplitudes to vary and a revision procedure was being considered. Two days later the patient received another shock due to low amplitude r-waves and wandering baseline; there was also other episodes of oversensing noise. During the latest shock the patient fell and hurt his foot and scrapped both knees. No medical treatment was sought by the patient for these injuries. The following day the patient was seen in the physician's office where the s-ICD was programmed off due to the inappropriate shocks. Further discussion around the patient's ejection fraction improving to 50 ep was noted and the physician is still considering whether to replace the s-ICD or keep it programmed off. The s-ICD and electrode remain in service and no further issues have been reported.